Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the cycler cassette and in the pump module area of the cycler after ending peritoneal dialysis (pd) treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the tubing set inside the cassette module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn reported the patient was hospitalized due to a mild stroke and seizures on (B)(6) 2022. It was confirmed this event was unrelated to any fresenius device(s) or product(s). The cycler will be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the cycler cassette and in the pump module area of the cycler after ending peritoneal dialysis (pd) treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the tubing set inside the cassette module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn reported the patient was hospitalized due to a mild stroke and seizures on 2022-06-27. It was confirmed this event was unrelated to any fresenius device(s) or product(s). The cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensors passed. System air leak passed. Valve actuation passed. Accelerated stress test was performed without any failures or problems. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined in regard to the reported event.

Manufacturer narrative:
Clinical review: during a follow-up call for a fluid leak, a peritoneal dialysis registered nurse (pdrn) reported that this peritoneal dialysis (pd) patient was hospitalized after the patient¿s spouse observed the patient as sluggish and having a facial droop. The patient was admitted to the hospital due to mild stroke and seizures. Per the pdrn, it was confirmed that the patient¿s events were unrelated to any fresenius device(s) or product(s). There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leaking from the cycler cassette and in the pump module area of the cycler after ending peritoneal dialysis (pd) treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid was discovered in the tubing set inside the cassette module. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn reported the patient was hospitalized due to a mild stroke and seizures on (B)(6) 2022. It was confirmed this event was unrelated to any fresenius device(s) or product(s). The cycler will be returned to the manufacturer for physical evaluation.